Event description:
Caller reported a cgm error occurring, specifically error 42, related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump and assisted the caller in performing the reset. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.